Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had surgery on the (B)(6) 2025 and had to go back to their doctor on (B)(6) 2025 because their back was swollen beyond the baseball on both sides where the manufacturer system was and on the left side where the lead wire was goi ng under their nerve. Patient stated the doctor gave them 2 strong antibiotics. Patient then stated they went to the emergency room on friday and was in the hospital for 5 days and their back got a staph infection so the doctor had to take the unit out. Patient mentioned they still had a staph infection right now. Agent asked patient for the date when they had the device taken out and patient said it was on (B)(6) 2025. Patient also stated that there was still a hole in their back but the wound care center thinks it should be closed up within 2-3 weeks. Patient noted they had a pre-op visit with their healthcare provider on the (B)(6) 2025 to make sure the wound was completely healed up before they go in for another implant surgery. Patient reported they were told that if they get an infection again then that means their body was rejecting it and they couldn't have it anymore. Patient confirmed that they did not have this issue with their first implant. Agent documented reported event. No further action was taken by patient services (ps).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128 lot# va33r8u serial# implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.